Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead (B)(6) 2001.(B)(4).

Event description:
It was reported that the right ventricular (rv) lead had rising impedance and noise was detected. A fracture of the pace/sense portion of the lead was suspected. The pace/sense portion of the lead was capped and the high voltage coils remain in use. A new pace/sense lead was implanted. No patient complications have been reported as a result of this event.